Manufacturer narrative:
5076-52 lead, implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal event of unknown origin earlier in the week. The right atrial (ra) lead exhibited oversensing and high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.